Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image out during angulation up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which is that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image from the bronchovideoscope was cutting out when the scope was articulated. The issue occurred during a therapeutic bronchoscope procedure, before sedation. The procedure was completed using a similar device. There were no reports of patient harm. No new information received from customer.

Event description:
It was reported the image from the bronchovideoscope was cutting out when the scope was articulated. The issue occurred during a therapeutic bronchoscope procedure, before sedation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.